Manufacturer narrative:
In the initial medwatch, the first line of b5 describe event or problem should have been: "the initial reporter received questionable k electrode results from one patient sample tested on the cobas c 303 analytical unit.". Instead of: "the initial reporter received questionable k electrode results from three patient samples tested on the cobas c 303 analytical unit.". The customer stated that the qcs were within the specified ranges. The customer did not report any other issues after service. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The electrode lot number and expiration date were requested but not provided. The field service engineer inspected the analyzer and performed ion-selective electrode (ise) checks, failing for k. He found liquid between the electrodes. He then cleaned and reset the electrodes and let the activator set in the electrodes for 15 minutes. He verified the analyzer's performance by successful ise and precision checks. The investigation is ongoing.

Event description:
The initial reporter received questionable k electrode results from three patient samples tested on the cobas c 303 analytical unit. The initial result was 8.16 mmol/l. The repeat result was 3.79 mmol/l. The repeat result was deemed correct. The initial result was deemed unusually high and was not reported outside the laboratory.